Event description:
Consumer complained of low blood results. Consumer states her normal glucose should be about 100, but now she is getting really low results but she feels normal. Check memory for previous results: 28 mg/dl, 25mg/dl. Have customer run a back to back blood test 279 then got 3-5. Based on the customer's expected results (100) and the lowest result in memory (25). The complaint is reportable. (Zone b/c). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report # (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification. ((B)(6) 2013). Most likely underlying root cause of malfunction: user had an inaccurate reference